Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of inflation problems and fluid leak were confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient indicated 3-4 months ago when he attempted to inflate his device it would not inflate and stated there was no fluid in it any longer. He planned to make an appointment with a physician for a second opinion. Additional information received indicated the patient had the inflatable penile prosthesis removed. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient indicated 3-4 months ago when he attempted to inflate his device it would not inflate and stated there was no fluid in it any longer. He planned to make an appointment with a physician for a second opinion. Additional information received indicated the patient had the inflatable penile prosthesis removed. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient indicated 3-4 months ago when he attempted to inflate his device, it would not inflate and stated there was no fluid in it any longer. He planned to make an appointment with a physician for a second opinion.